Manufacturer narrative:
Complaint record ID # (B)(4).

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the console was generating a fiber optic sensor failure alarm for several hours. Patient had a swan (swan-ganz catherization), as soon as it was removed, the fiber optic stopped working. A texted image to the getinge representative revealed the monitor was displaying ¿source: transducer¿ as well as an unable to update timing message. The customer was instructed to remove the sensor connector, check for damage or breakage, and reinsert it until it clicked. They stated that a line briefly appeared; it said ¿source: fiberoptic¿ and then it disappeared. It was noted that the inner lumen of the iab had been capped off. No alternative arterial pressure (ap) source was available. It was explained that the options at this point were to have a radial arterial line placed as the source or to have the entire iab replaced. The iab was in use for approximately two days. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and blood on the exterior of the catheter and between the catheter and the sheath. The extender tubing was also returned. Two kinks were found on the catheter tubing approximately 54.6cm and 63.5cm from iab tip. The optical fiber was found to be broken within the membrane approximately 25.9cm from iab tip. The inner lumen was found occluded with dried blood. The occlusion was unable to be cleared. The optical fiber was found to be broken, confirming the reported problem. We are unable to determine when this may have occurred. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.

Event description:
It was reported that after approximately one day of intra-aortic balloon (iab) therapy, the console was generating a fiber optic sensor failure alarm for several hours. A texted image to the getinge representative revealed the monitor was displaying "source: transducer¿ as well as an unable to update timing message. The customer was instructed to remove the sensor connector, check for damage or breakage, and reinsert it until it clicked. They stated that a line briefly appeared; it said ¿source: fiberoptic¿ and then it disappeared. It was noted that the inner lumen of the iab had been capped off. No alternative arterial pressure (ap) source was available. It was explained that the options at this point were to have a radial arterial line placed as the source or to have the entire iab replaced. There was no patient harm or adverse event reported.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. Complaint record ID #: (B)(4).